Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged eye irritation, nose irritation. There was no report of serious or permanent harm or injury. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.